Event description:
It was reported that the unit experienced an e-1 error. It was further reported that the e-1 error occurred before the pt came into the room and thus there was no harm or pt involvement.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.